Event description:
It was reported that during set up of the ventilator, it had no flow at power up. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na